Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. It was also noted that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted device was kept by the facility.